Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 19. On (B)(6) 2019, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.